Event description:
Customer reportedly obtained results of 352mg/dl and 129 mg/dl on the same device within 10 minutes. Customer states they took medications based on device result of 129 mg/dl, however, no adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.